Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation determined the event was due to a software issue, specifically impacting the kpc resistance gene. While the calculated curve fit technically met the criteria for a positive call, its determination was primarily influenced by the presence of an anomalous noise, causing the algorithm to incorrectly register a positive detection for the target in question.

Event description:
There was an allegation of a questionable eplex blood culture identification gram negative (bcid-gn) panel result from the gm eplex base analyzer. The initial test detected escherichia coli and klebsiella pneumoniae carbapenemase (kpc) targets. The test was repeated twice, and only the escherichia coli target was detected. Culture grew e. Coli (identified by maldi-tof), and bd phoenix ast testing was negative for any carbapenemases.